Event description:
It was reported that the right atrial (ra) lead dislodged during implant and was repositioned. At the end of the case the patient's blood pressure dropped. Echo showed fluid around the heart. A drain was placed. One hour post implant, blood was still draining and the patient was taken into surgery where it was discovered that the atrial lead perforated the outer wall of the right atrium. Surgical repair was required. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.